Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this pacemaker and right ventricular (rv) lead displayed noise on an electrogram (egm). Pacing impedance measurements were within normal limits, but pacing threshold measurements had increased to 4 volts at 0.4 milliseconds. On x-ray it appeared that the terminal pin of the rv lead was fully inserted into the device header. A revision procedure was performed and the connection of the rv lead was verified. It was decided to extract the rv lead and replace it with another manufacturer's lead. The device remains in service. No additional adverse patient effects were reported.